Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2015-04033-1 / 3002806535-2015-04034-1).

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately nineteen months post-implantation due to allegations of symptoms of metallosis, metal allergies, pain, pseudotumor, metal poisoning, wear of the device, and elevated metal ions. All products were removed and replaced with competitor products. The patient's attorney also alleges the patient experienced hearing issues, palpitations, liver issues, stomach aches, nausea, frequent vomiting, diarrhea with blood in the stool, headaches and hypertension. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: initial reporter - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 MDR's filed for the same event (reference 3002806535 -2015 -04033 / 04034).

Event description:
It was reported that patient underwent a hip resurfacing procedure on (B)(6) 2014. It was reported patient is experiencing symptoms of metallosis and metal allergies. No revision procedure has been reported to date.